Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a broken force sensor. The patient's blood glucose at the time of incident is unknown; however, the blood glucose value was under control. Troubleshooting was initiated and it was confirmed that the insulin pump was not exposed to a magnetic field. The device was not dropped or bumped. The insulin pump is eligible for replacement, but the insulin pump was not returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to moisture damage on the force sensor. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Moisture damage was also found on the motor. However, no moisture damage was found on the electronic assembly during visual inspection. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.